Event description:
While wearing the external equipment, the patient reportedly experienced sound quality issues. The patient was seen at the center for device evaluation. Programming adjustments were made. However, the reported problem was not resolved. Testing performed confirmed out of range impedances on all electrodes. Surgery to explant the patient's device has been scheduled.